Event description:
Pt reported non functioning implanted medication port. Medication port explanted and found to be in two pieces. The catheter had separated from the port housing. A plastic connection holding the two pieces together had cracked where the catheter and housing are fused. The port had been placed in the pt's left subclavian vein.